Event description:
The pt's implantable neurostimulator and lead were explanted in (B)(6) 2010. The reason for removal was not provided. After removal, it was discovered that the upper tip of one lead had broken off and migrated outside the epidural space (near cervical vertebrae c-1). Due to location of the broken lead, surgical removal was not possible because of the high risk stroke or death. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).